Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - forty one open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned samples and photos was carried out : a bent non patient end of cannula was observed on eight samples and a broken non patient end of cannula was observed on five samples. A clog test as per (B)(4) was carried out on the remaining twenty eight samples and no issues were observed. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to prime. The following information was provided by the initial reporter : the customer reported that the drug solution did not come out upon priming.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to prime. The following information was provided by the initial reporter : the customer reported that the drug solution did not come out upon priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - forty one open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned samples and photos was carried out : a bent non patient end of cannula was observed on eight samples and a broken non patient end of cannula was observed on five samples. A clog test as per (B)(4) was carried out on the remaining twenty eight samples and no issues were observed. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.